Event description:
It was reported the stimulator turned itself off twice and then needed resetting each time. The stimulator was programmed at the following settings: channel 1: 3 volts; pulse width 60 usec; rate 130 hz. Channel 2: 2.3 volts; pulse width 60 usec; rate 130 hz. The stimulator was replaced. The battery lasted 4-5 years; the account usually gets 6-7 years from a battery. The account felt the stimulator should have lasted longer.

Manufacturer narrative:
.